Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon membrane noted to be completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The balloon pumped satisfactorily at 100 and 140 bpm on the sys 97. No alarms were triggered on the pump. After 2 mins of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. (This follow-up MDR was mailed to the FDA on 5/04/98).